Event description:
Info received indicates the surgeon switched off the system for approx 14 seconds post ablation due to suspected device problem. Intra-operative inspection noted a hole in the upper left pulmonary vein in an area of pt tissue close to the intended target area of ablation. Suture was placed during the procedure to achieve hemostasis and the case was completed with no additional pt complication reported.